Event description:
It was reported that the patient died due to unknown causes. The patient's pacemaker and left ventricular (lv) lead were both explanted.

Manufacturer narrative:
The reported event was patient death. Final analysis found the device to have appropriate longevity and normal characteristics. No anomalies were detected.